Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Device not returned.

Event description:
It was reported that a rotawire detachment occurred. The 90% stenosed target lesion was located in the severely calcified left main stem. A 1.75mm rotalink burr and a rotawire were selected for use. During the procedure, the dynaglide function was not working properly during burr withdrawal. The physician attempted to withdraw the rotaburr into guide catheter; however, the burr would not follow. There was no attempt in manually reducing the speed and the rotaburr was retrieved at full speed. It was further noted that the rotaburr cut the rotawire and the detached portion of the wire was retrieved using a micro snare. The procedure was completed successfully with no further patient complications. The patient went home without problems.